Event description:
It was reported that the patient complains of pain and discomfort since the surgery. Patient has had aspiration, blood test and MRI. Surgeon stated to patient that the MRI showed a pseudotumor and that this can cause permanent muscle damage. Therefore, he will need to have a revision.

Manufacturer narrative:
The patient is (B)(6). Additional information has been requested and if received, will be provided in a supplemental report.